Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was experienced high blood glucose. Blood glucose was between 600 mg/dl to 700 mg/dl. The customer's current blood glucose was 317 mg/dl. The customer did experienced the symptoms such as vomiting. Customer treated high blood glucose with manual injection. Whether customer used auto mode at time of event was unknown. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.